Manufacturer narrative:
The nurse reported that the central nurse's station (cns) shut down while monitoring bedside monitors. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The nurse reported that the central nurse's station (cns) shut down while monitoring bedside monitors. No consequence or impact to patient.

Event description:
The nurse reported that the central nurse's station (cns) shut down while monitoring bedside monitors. No consequence or impact to patient.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018, customer nurse reported device had unexpectedly shut down 4 times within 12-hour period. Customer reported no errors on the device before it shuts down. Customer had checked the power cable and the ups, they looked "ok". Customer reported that the issue had occurred earlier in the week. On (B)(6) 2018, customer stated that some cables had been adjusted, although customer was not sure if they would resolve the issue. It is unknown if there were loose cables. On (B)(6) 2019, nk tech support noted that customer had not reported any more incidences with this device. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: device was not sent to nk for evaluation. Service history for this device shows the following: 300155030 - reported on 01/05/2019. Not related to device shutting down. 300148827 - reported on 10/25/2018. Current notification. 300126645 - reported on 05/24/2018. Not related to device shutting down. 300121506 - reported on 04/12/2018. Device reboots randomly. Device logs not available. Customer did not respond. 300083981 - reported on 05/09/2017. Not related to device shutting down. 300083483 - reported on 05/04/2017. Not related to device shutting down. 300083062 - reported on 04/27/2017. Not related to device shutting down. 300082712 - reported on 04/22/2017. Not related to device shutting down. Based on the service history above, the issue was first reported on (B)(6) 2018. The issue was not resolved on this call; the issue was later reported on this current notification on 10/25/2018. On (B)(6) 2018, customer had "adjusted" some cables. Since then the issue has not re-occurred. On both occasions, the rebooting issue could not be duplicated due to the random occurrence. Based on the last reported, it is suspected that the issue was caused by a loose connection. The root cause could not be confirmed due to insufficient information. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects corrected information: b3. Date of event. Additional information: b4. Date of this report. D11. Concomittant medical products. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. D11. Concomittant medical products. The cns was monitoring bedside monitors when it shut down. No model/serial was provided for the bedside monitors.